Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.19¿ from the base. The broken piece was not returned. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. A review of the provided image was performed by an isi regulatory post market surveillance analyst, and it was consistent with the fractured blade. The probable cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace blade fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed using a different backup da vinci instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved by using a laparoscopic grasper. All fragments were confirmed to be retrieved using the endoscope. No additional surgical procedure was required and there were no post-operative tests performed. The surgeon believes the issue was an instrument quality problem. The instrument was being used for dissecting for about 40 minutes prior to the issue. The instrument was inspected prior to use with no abnormalities found. The system showed that the surgeon needed to reduce the instrument tip pressure. There was no instrument collision. The instrument was removed prior to the breakage during the procedure when cleaning the instrument. Upon final removal, there was no resistance, no damage to the cannula, and no additional damage to the instrument. There was no injury to the patient and the patient has not returned to the hospital due to retaining a foreign object.